Manufacturer narrative:
Name tandem, country: united states of america, street 11045 roselle street, line 2 suite 200, city san diego, state california, zip code 92121, based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
This emdr is being submitted for an unknown number quantity. It was reported on (B)(6) 2026 that patient's infusion sets came off after one to two days of use. Patient experienced high blood glucose level to 27-28 mmol/l and it was addressed by changing infusion set.